Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported that while in use on a patient, air leaked from the one way valve of the endotracheal tube. The patient was re-intubated.